Event description:
It was reported that, "pt was revised for instability. No lot or catalog number available as implant record was unobtainable."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Other devices listed in this report: cat# unk, lot# unk, desc: unk duracon tibia. Cat# unk, lot# unk, desc: unk duracon insert. It cannot be determined which, if any of these devices may have caused or contributed to the pt's instability of the knee.